Event description:
It was reported that during a thorascopic wedge resection, the device would not open after firing. The surgeon opened the jaw by breaking the handpiece and operating time was extended by ten minutes. There was no patient consequence.